Event description:
The user facility reported a 45-year-old male patient needing an impella cp for mechanical circulatory support. The decision was made for high risk percutaneous coronary interventions (hrpci) with impella cp support. Post procedure, an echocardiogram was performed at bedside and showed the impella was too deep. Dressing was clean, dry, and intact. Patient was resting comfortably; however, it was reported the impella was removed due to a hematoma.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.